Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked iodine. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.